Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch:6873398.

Event description:
It was reported that one of the patient's leads was not providing adequate therapeutic relief. Programming attempts were unable to resolve the issue. Surgical intervention may take place t a later date to address the issue.